Event description:
The customer reported a leak at the probe of the unicel dxh 800 cellular analysis system. The volume of the leak was about 2 drops and was contained within the instrument. The customer did not report any error messages at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the probe wash module was clogged. The fse realigned the probe wash module and the vacuum lines, which repaired the leak. The repairs were verified per established procedures. (B)(4).